Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect device, a 3100b ventilator, and evaluated the device. An evaluation of the device found that with the exception of a momentary oscillator stopped alarm, shortly after power up, the unit is functioning normally. A known, good 3100b patient circuit was attached to the unit and the unit was operated at the customer's settings and no problems were found. There were no problems found with the oscillator stopped circuit. The air and then the o2 were turned off while the unit was running and no problems were noted. The reported issue was not duplicated. Please note that is intended to be left blank but becomes autopopulated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered in section.

Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that this 3100b high frequency ventilator depressurized, alarmed appropriately, and had no flow coming out of the elbow-outlet to the humidifier. This was reported to occur while being used on a patient. Alternate ventilation was provided by changing out the unit to another 3100b. The customer stated that the patient had to be transferred to another unit following this event. There are currently no specific allegations of patient injury or harm.